Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Reporter's name and email not provided/unknown.

Event description:
It was reported that when the blister pack was opened, the implant (xifnt485) was missing. The procedure was completed with another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A single cover screw was received for investigation. The cover screw did not display any signs of wear, damage, or deformation. No sign of any malfunction is evident, and the implant itself and associated packaging was not returned. No images of the sealed package with missing product as reported were provided, and the available information does not provide any evidence of any such part malfunction. Therefore, the reported event and any associated part malfunctions are non-verifiable. Review of the DHR for did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.